Event description:
The tps, total performance system, drill bit used in a craniotomy procedure froze up the handpiece when it became lodged in bone. The drill bit did not break off in the patient's skull. New drill bit was added and the craniotomy went smoothly.